Event description:
It was reported that a patient was having a generator replacement due to battery depletion. After the replacement the generator was received and product analysis was performed, it was found that contaminants on the edges of the pcba (printed circuit board assembly) likely contributed to the battery status. The generator was manufactured during the period in which laser routing was part of the manufacturing process. No additional information has been received to date.